Manufacturer narrative:
A specific root cause for the event could not be determined. The product was not returned for investigation. The customer did not return the strips.

Manufacturer narrative:
.

Event description:
The customer stated that his ophthalmologist and cardiologist alleged that the meter readings were not correct based on the hemorrhage in his eye. He stated that he obtained a result of 3.4 on his coaguchek xs meter (serial number (B)(4)) on (B)(6) 2016. There were no changes made to his coumadin based on that result and there were no changes to his diet. He states that two days later, on (B)(6) 2016, he woke up with a hemorrhage in his eye. At 9:00 am he obtained a result of 2.4 inr on his meter. Three to four hours later he went to his ophthalmologist and was told he had a hemorrhage in his eye and that they did not think his meter reading was correct. He was told that the hemorrhage will heal on its own and that he should contact his cardiologist. He was not given any prescription medications by the ophthalmologist but he was given lubricant eye drops. The name of the eye drops was not provided. His therapeutic range is 2.5 to 3.5 inr. The customer states he does not have any antiphospholipid antibodies. No recent diet changes but he did state his diet changes when he travels. No information was provided as to when he last traveled. He has not started on any new medications. He stated that he currently feels great. The suspect device was requested to be returned and the replacement product was sent. The relevant retention test strips (lot 293986) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable.